Manufacturer narrative:
This report is to retract report 2017865-2017-01723, submitted on (B)(6) 2017. This report was erroneously submitted. Previously submitted information should be superseded to not applicable and null fields.

Event description:
New information on 4/20/2017 stated that upon interrogation, the device exhibited diagnostics anomaly once again. No intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the merlin programmer exhibited diagnostics anomaly. No intervention was performed. The patient was in stable condition.